Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 9.2 mmol/l and 9.5 mmol/l on inform ii meter (system 1) and 26.0 mmol/l on inform ii meter (system 2) using the same lot of test strips, it is unknown if it was the same vial of strips. No serious injury reported. Requested return of suspect device for evaluation.